Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: left breast prosthesis rupture, left breast pain, bilateral cosmetic deformity and asymmetry of breasts. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation procedure with a mentor memorygel breast implant 250cc gel breast prosthesis (left device) and an unspecified mentor gel breast prosthesis (right device) when the left breast prosthesis ruptured post implantation. The patient developed left breast pain and had and had an MRI performed that confirmed the rupture. Additionally, the patient suffered from bilateral cosmetic deformity and asymmetry of the breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 300cc gel breast prostheses on (B)(6) 2025. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2025-08048 for the report for the patient¿s left breast prosthesis.